Event description:
The customer stated that the time had changed on his meter, and he was confused about how to access the momory. Customer service offered to train the customer on the use of the buttons to change the time and access the memory. The average 14 day reading was 6.1mmol/l. The last two were 5.9 and 6.3mmol/l. The customer had recorded the readings as 61 and 59mg/dl. He did not change his routine based on the readings. Customer service assisted the customer in changing the meter back to mg/dl. The customer had performed a check test normal control test the day before. All results had been within range. This was verified by customer service. Customer service will be replacing the meter, strips, and control solution.